Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary during analysis it was determined that the lower case, antenna coil, magnet and main printed circuit board were contaminated and the cable was damaged. Due to a lack of parts available for repair the head was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.